Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the health care professional (hcp) noted that this implantable cardioverter defibrillator (ICD) gauge looks empty. Boston scientific technical services (ts) discussed not to focus on gauge but on time remaining. Reviewed and noted less than three months. Moreover, five months ago device was at 1.5 year. Ts then advised to have analysis as this could be signs of premature battery depletion (pbd). Furthermore, engineering analysis done with result showing device was depleting faster than expected. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. To date, the device remains in service. No adverse patient effects were reported. Additional information from medical records indicated that the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that the health care professional (hcp) noted that this implantable cardioverter defibrillator (ICD) gauge looks empty. Boston scientific technical services (ts) discussed not to focus on gauge but on time remaining. Reviewed and noted less than three months. Moreover, five months ago device was at 1.5 year. Ts then advised to have analysis as this could be signs of premature battery depletion (pbd). Furthermore, engineering analysis done with result showing device was depleting faster than expected. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. To date, the device remains in service. No adverse patient effects were reported. Additional information from medical records indicated that the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) noted that this implantable cardioverter defibrillator (ICD) gauge looks empty. Boston scientific technical services (ts) discussed not to focus on gauge but on time remaining. Reviewed and noted less than three months. Moreover, five months ago device was at 1.5 year. Ts then advised to have analysis as this could be signs of premature battery depletion (pbd). Furthermore, engineering analysis done with result showing device was depleting faster than expected. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. To date, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.